Event description:
Reportedly, 3f valve was explanted due to aortic insufficiency. Further examination revealed two areas of paravalvular leakage. At explant, the doctor found that the native tissue surrounding the valve was infected, but the 3f valve looked fine. Valve was replaced with a medtronic 31mm valve conduit. The doctor does not attribute the infection to the 3f valve. Patient is reportedly doing fine.

Manufacturer narrative:
Device evaluation in process. Will file follow-up report once analysis is complete. Valve has been returned to contract pathology lab for analysis. Review of the device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.